Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in., the needle was clogged/blocked. The following information was provided by the initial reporter: cannot push anything through.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in., the needle was clogged/blocked. The following information was provided by the initial reporter: cannot push anything through.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: thirteen safetyglide needles sealed in blister packs from batch 1302979 were received. The samples were visually evaluated. Each needle was examined under magnification to determine if light would pass through. Each cannula allowed light to pass through and was not clogged. The product was acceptable per product specification. Since the samples received did not display the reported condition a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.